Event description:
On (B)(6) 2011, the patient underwent the surgery with the g3 trochanteric nail. The problem was not seen in the x-ray of (B)(6). However on (B)(6) x-rays confirmed, that the nail was broken. The surgeon is planning revision surgery on (B)(6).

Manufacturer narrative:
Device will be available after revision surgery. Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.